Manufacturer narrative:
It was reported that the patient is experiencing some clicking sensation in his knee that may be caused by a minor instability/laxity. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient is experiencing a clicking sensation in his knee that may be caused by some minor instability/laxity. A revision surgery is planned to exchange the poly inserts.